Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the lesion. Before pullback of the device, it was felt that the catheter got stuck, and during pullback, the catheter became stuck in an implanted stent. The catheter was cut and the imaging core pulled out. The device was completely removed and the procedure completed with another of the same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that only the female telescope and the distal end of the catheter were returned. Separation occurred at the male telescope tubing. Microscopic inspection revealed the guidewire exit port was deformed.

Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the lesion. Before pullback of the device, it was felt that the catheter got stuck, and during pullback, the catheter became stuck in an implanted stent. The catheter was cut and the imaging core pulled out. The device was completely removed and the procedure completed with another of the same device. There was no patient injury.